Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer technical support provided guidance on resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any further issues arose, which the caller acknowledged and understood.